Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-04068. It was reported that guidewire entrapment occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified mid right coronary artery. After a 185 pt²¿ moderate support guide wire crossed the lesion, a 3.75 mm x 8 mm nc emerge® balloon catheter was advanced to dilate the lesion. However, during the first inflation at 18 atmospheres for 20 seconds, the balloon ruptured. The balloon was removed however, it got stuck on the guide wire. Both devices were removed together as a unit. The procedure was completed with another of the same device. No patient complications were reported.